Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, serial/lot #: (B)(6), h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used for a functional endoscopic sinus surgery (fess) procedure. It was reported that during a fess case, the system spontaneously displayed an ¿error 64¿ message. It was noted that the issue occurred after completing a trace registration. After clicking to move forward to navigation, the screen went black and displayed an ¿error 64¿ message shortly after. After clicking "ok," the system rebooted successfully, and the surgeon was able to move forward with the surgery. There was less than an hour delay to the procedure and no impact to the patient¿s outcome.

Manufacturer narrative:
H3, h6: a software analysis was initiated. The logs were reviewed and there were 2 sessions on the reported date. Among these, first session logs captured a corefile and segfault in qmlguiservice during the registration task of standard fess procedure. The core was generated by qmlguiservice, and the program terminated with signal sigsegv, segmentation fault during the function call "mre::details::def aultshaderstoragebufferobject::initialize()" at library "libnvidia-glcore.so.430.40". This issue was consistent with a known software issue. Codes c10, d18 and previously reported code b01 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.